Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had out of control sugars. It was reported the customer had a low blood glucose reading and passed out for over three hours before they came to and was able to call a family member for help. No further information regarding the incident reported. The insulin pump will not be returned for analysis.